Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she experienced leaking insulin on two separate infusion sets which resulted in high blood glucose. The location of the infusion set leak is the quick release. Blood glucose at the time of the incident was 169 mg/dl. Customer reports that they replaced the leaking infusion sets. The product is expected to be returned.